Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the reporter, on (B)(6) 2025, although the patient was not experiencing specific symptoms, the patient went to the office to take a fingerstick. The cgm reading was low (less than 40 mg/dl), and the blood glucose reading was 564 mg/dl. The patient was brought to the hospital by their husband. At the hospital, the patient was treated with intravenous insulin and fluids (8 units of insulin and 5 insulin bags of an unknown solution). It was unknown how much time the patient spent in the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.